Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. The complaint for deflation difficulty was unable to be confirmed due unavailability of device or applicable procedural imagery. As the device was not returned for evaluation, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. As per event description: ''the balloon could not be retrieved back into esheath as it cannot be deflated as expected, even though the atrion was fully back, therefore, the balloon was pulled with force and during the process'' and ''after removal, upon inspection of the bav balloon, fluid loss was noticed due to a leak in the balloon, caused by the high forces during retrieval through the esheath.''. Imagery of patient's vessels revealed presence of tortuosity in the access vessels and aortic root. While there was no reported tracking/crossing difficulty, if the balloon catheter was twisted while navigating through tortuous anatomy, the fluid pathway may become kinked or otherwise constrained, leading to the reported deflation difficulty. In addition, during imagery review possible stretching/damage on the bav catheter shaft was seen that may have acted as a source of constraint in the fluid pathway. However, without device or applicable procedural imagery, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in china, regarding a 26mm sapien 3 transcatheter heart valve implant in aortic position by transfemoral approach, during the procedure, after pre-dilatation with 23mm balloon with no inflation difficulties, the balloon could not be retrieved back into esheath as it could not be deflated as expected, even though the atrion was fully back, therefore, the balloon was pulled with force and during the process, the esheath became bent and it could not be used anymore. The access vessel was stenosed after the balloon was retrieved but no actions were required. The valve was successfully implanted using a new esheath. Patient was stable post procedure. After removal, upon inspection of the bav balloon, fluid loss was noticed due to a leak in the balloon, caused by the high forces during retrieval through the esheath.